Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The patient reported that the keypad buttons have become slow to respond over the past month, and last week, the keypad buttons started sticking intermittently. He noted that the buttons require excessive force and multiple presses to obtain a response. The patient stated that the buttons still click and spring back when pressed. He denied physical damage to the rubber keypad; denied exposing the pump to water and cleaning products; and stated that he wears the pump in various places with a clip.